Manufacturer narrative:
The reported complaint of a stretched helix was confirmed. Visual analysis found that the helix was stretched out of specification; elongated helix is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that a stretched helix rotation issues were observed during attempted implant. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.